Event description:
It was reported that a patient experienced hematuria and Renal/ Kidney Issues.During an emergent follow up for a Pulsed Field Ablation (PFA) procedure to treat a currently unknown indication, a Farawave 2.0 Ablation Catheter and a NRG RF Transseptal Kit were selected for use. It was requested to confirm the amount of ablation applications, with a total of 47, since the patient came into the clinic with "renal issues". It was stated by the nurse that the patient was producing urine, and that the sample showed blood. Hematuria was noticed. Pre-procedure creatinine was 0.95 and GFR was normal. The patient had a previous Transcatheter Aortic Valve Replacement (TAVR). The patient was admitted into urgent care. Subsequent information indicated the physician confirmed the occurrence of hematuria; nonetheless, stated a belief that hemolysis did not occur. It was also added that the patient never stopped producing urine and creatinine never changed from baseline. Urine changes were believed to be related to heparin administration. The current state of the patient is unknown. The device is not expected to return as it was disposed of. Additional information stated that the doctors said the issues were not related to the procedure; the needle and Farawave had no involvement.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.